Manufacturer narrative:
On 17-may-2024, the product investigation was completed. It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure that included the usage of two different qdot micro¿ catheters and the patient experienced cardiac perforation that required medication and blood transfusion. This occurred on (B)(6) 2024. Post-procedure, the patient ultimately died. First, it was reported that the qdot catheter received a force sensor error and a force data streaming error 279. The medical team could not zero the qdot catheter in question. The ablation cable was replaced without resolution. The catheter was replaced with a second qdot and the issue resolved. The case continued and was completed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed reddish material and a separation between the pebax and the second electrode. The device features were reviewed, and during the test, an error 106 and no temperature values were observed due to an open circuit in the thermocouples in the tip area. A manufacturing record evaluation was performed for the finished device 31252031l number, and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the force reported by the customer. The root cause of the adverse event remains unknown. The physician did not mention much about the death, besides the thought that there must have been a perforation at some point due to the amount of blood that was seen. The potential cause of the pebax damage and open electrical circuit cannot be determined. In addition, the temperature issue observed was not related to the reported event and it could happened after the procedure; however, this can not be also determined. The instructions for use states: careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. Refer to the user manual for your carto¿ 3 system for instructions on how to zero the contact force reading. The contact force reading might become inaccurate if the contact force sensor (located between the first and second ring electrode) comes into close proximity with a ferrous material, such as the braided shaft of another catheter. If extreme fluctuations in force are observed, ensure the catheter¿s contact force sensor is not in close proximity with another catheter¿s shaft, check zero on the catheter and, if necessary, remove and inspect the catheter. The contact force reading is for information only and is not intended to replace standard handling precautions to ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath. When applying high lateral force during mapping and rf application, the user should monitor the contact force dashboard and vector display on the carto¿ 3 system screen to ensure that contact force measurements remain within the accurate range. Refer to the error messages and alerts section of the carto¿ 3 system user manual for system-related alert messages and indications related to inaccurate force readings. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal action was created for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure that included the usage of two different qdot micro¿ catheters and the patient experienced cardiac perforation that required medication and blood transfusion. This occurred on (B)(6) 2024. Post-procedure, the patient ultimately died. First, it was reported that the qdot catheter received a force sensor error and a force data streaming error 279. The medical team could not zero the qdot catheter in question. The ablation cable was replaced without resolution. The catheter was replaced with a second qdot and the issue resolved. The case continued and was completed. After the case, the complications that possibly contributed to the patient's death were discovered. The surgeon stated that they believed a cardiac perforation occurred. The surgeon believed this due to the amount of bleeding they identified. The injury was noticed after the catheters were pulled out of the patient, but the medical team was unsure when the injury occurred or its exact location. There was also excessive bleeding from the patient's groin. The patient had been given blood and medications--bicarbonate and epinephrine. The patient passed away on the night of (B)(6) 2024.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4). Biosense webster manufacturer's reference number (B)(4) has 2 reports. Manufacturer report number 2029046-2024-01150 for the first qdot micro¿ catheter (this current report). Manufacturer report number 2029046-2024-01151 for the replacement qdot micro¿ catheter.

Manufacturer narrative:
D4 primary UDI number has been updated to (B)(4). On 19-sep-2024, bwi received additional information regarding the event. The qdot catheter that had the errors was used in the patient. No further explanation of the perforation was provided, only that it was suspected as the cause of the complication. Sheath used was an agilis sheath. The physician did not mention much about the death, besides the thought that there must have been a perforation at some point due to the amount of blood that was seen. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).